Event description:
In the process of contacting the patient's physician to notify him that the patient's device may be nearing end of service, it was discovered that the patient had been explanted due to infection. Further follow-up revealed that approximately one month post-implant, the patient developed some redness around their pectoral incision area and a small amount of purulent discharge. Upon exploration of this wound, the patient had an infection around the generator site which was felt to be local and the generator was removed. The lead was left in place for possible reconnection at a later date. A month later, the patient presented with dehiscence of the skin overlying their neck wound revealing a very superficially located tie-down. The lead wires were not directly exposed. The lead was then explanted. The infection had reportedly resolved. The patient was not reimplanted.